Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip grasped and locked onto tissue. However, the clip was difficult to release from catheter. The clip eventually released from catheter but with some difficulty. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient was described at the conclusion of the procedure as having ¿no adverse effects.¿

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Initial reporter: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.